Manufacturer narrative:
The unit was received with normal operating currents, and also passed the self-test, a21 error test, rewind test, basic occlusion test, and displacement test. The unit was unable to prime at 2.5 lbs during the prime/compromised force sensor system test due to a faulty force sensor resistor. There was no watchdog set test failure alarm during testing. Several boluses were programmed and delivered properly, and all boluses were programmed. No bolus or history anomaly was found. The unit had a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, a scratched reservoir tube window, and a stained end cap sticker.

Event description:
The customer's mother called into report a watchdog set test failure alarm and the device would not prime. The customer's blood glucose level was unknown. The caller was unable to perform troubleshooting due to the alarm. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.